Event description:
Datex-ohmeda finland was reported in september 5, that pulse oximetry showed 99-100% readings on pt being weaned off. The users decreased inspired oxygen from 30% to normal. The device showed 99-100%. Pt showed symptoms of hypoxia and unresponsive. The users checked blood gases, which showed 53% while pulse ox remained at 99-100%. ICU staff increase o2 and pt recovered. ICU staff changed probe - no change to 99-100% reading. ICU staff removed module/interface cable/probe and replaced with substitute. Spo2 readings returned to correct levels. No negative outcome was reported.